Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted into the patient's pancreas during a procedure performed on an unknown date. According to the complainant, the patient presented with abdominal pain and signs of air in the abdomen. On (B)(6) 2016, approximately 2 weeks after stent placement, the patient was treated with surgery and the axios stent was removed from the patient. The patient's condition was reported to be fine and stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.